Event description:
The patient underwent coil embolization of the right anterior cerebral artery that resulted in complete occlusion of the aneurysm. No technical complications were reported associated with the procedure. Immediately after procedure, the subject¿s conditioned worsened due to ischemia caused by vasospasm. Routine follow up approximately 12 months post procedure, found the subject stable, and angiography results demonstrated continue occlusion of the aneurysm. No additional information was available.

Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, it cannot be confirmed whether or not the use of the coil contributed to the patient¿s complications. However, ischemia and vasospasm are known risks associated with aneurysm coiling procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.